Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the volume on the pump was too low. Customer's blood glucose level ranged between 35 mg/dl and "high" which was addressed was addressed by drinking soda. Reportedly, the customer continued to use the pump for insulin therapy.